Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and found sensor retracted inside sensor base. No broken or missing parts were observed during analysis. Unable to confirm cust received sensor damage due to cust returned opened/used.

Event description:
It was reported that transmitter was not flashing. When customer removed sensor, it was found that there was no electrode. Customer's blood glucose was not reported.